Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the third inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.